Manufacturer narrative:
(B)(6). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause of the event was reported as ¿many reasons¿; however, this could not be clarified, therefore, the cause of the event was assessed as unknown. On the same day as the event onset, the patient was hospitalized for peritonitis. The patient was treated with unspecified intraperitoneal antibiotics (drug names, doses, frequencies, and durations not reported) for peritonitis. Dianeal remained ongoing. Fifteen days after the event onset, the patient was deemed recovered and was discharged from the hospital that same day. No additional information is available.